Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the transverse sinus using penumbra smart coils (smart coil), non-penumbra coils, and a non-penumbra microcatheter. It was noted that the patient¿s anatomy was mildly tortuous and calcified. During the procedure, the physician placed a smart coil and three other coils in the target vessel using the microcatheter. While advancing another smart coil through the microcatheter, the physician then experienced resistance in the middle of the microcatheter. Subsequently, the physician replaced the microcatheter with another microcatheter and attempted to advance the same smart coil through the microcatheter. However, the physician experienced resistance again in the middle of the microcatheter; therefore, the smart coil was removed. The procedure was completed using a new smart coil, additional smart coils, other coils, and the same microcatheter. There was no report of an adverse effect to the patient.